Event description:
Nellcor puritan bennett received information that suggested the device shut down while in patient use. No patient harm was reported by the customer.

Manufacturer narrative:
Nbp will notify FDA when additional information is received.